Event description:
It was reported that the pt experienced severe pain in her lower abdomen. The physician indicated that the pain may be related to stimulation. The pt was hospitalized for the pain, and her device settings were changed which resolved the pain.